Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm undersensing and low amplitude based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, dislodgement was not also confirmed and based on the field report this is a known inherent risk of device. Furthermore, there was no problem detected as analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that right atrial automatic threshold (raat) yellow alert was received for this right atrial (ra) lead. Boston scientific technical services (ts) reviewed then discussed p wave at 0.4 millivolts (mv). Also, likely it demonstrates undersensing of the atrial fibrillation (af). Ts explained possible lead has moved due to recent implant and advised to bring patient in and obtain x-ray. To date, this lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically explanted due to product performance issue and a new lead was successfully implanted. Further information obtained from the field confirming that the lead was explanted due to dislodgement and confirmed via x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that right atrial automatic threshold (raat) yellow alert was received for this right atrial (ra) lead. Boston scientific technical services (ts) reviewed then discussed p wave at 0.4 millivolts (mv). Also, likely it demonstrates undersensing of the atrial fibrillation (af). Ts explained possible lead has moved due to recent implant and advised to bring patient in and obtain x-ray. To date, this lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically explanted due to product performance issue and a new lead was successfully implanted. Further information obtained from the field confirming that the lead was explanted due to dislodgement and confirmed via x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.